Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). Fse updated z offset calibration -20, cut and measured gel with doctor cone, measured 128-130. Verified applanation force. Verified energy readings. System meets specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and there was a vertical flap tear at 12 o'clock extending into the visual axis of the left eye (os). When lifting the flap surgeon's seibel instrument penetrated the flap. Surgeon said that the flap did not seem to be difficult. The treatment was aborted. A bandage contact lens (bcl) was placed. The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Post op vision on day one ((B)(6) 2021) was 20/30 with glasses. Bcva from (B)(6) 2021; right eye pre-op 20/20 -2.25 x .00 x 90. Left eye pre-op 20/20 -2.25 x .00 x 90.